Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the device used in the surgery available for return? No. Patient was back in ER after 11 days. What were the indications for surgery? Cancer. Did the patient receive any preoperative chemotherapy or radiation? - what healthcare professional fired the device and what is his/her experience with the device? In was the first time. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Acoustic and green checkmark on decide. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? Bubble test was ok. Was the staple line visualized endoscopically? Yes . Can a timeline of events be provided to include onset of symptoms and any medical or surgical intervention? How was leak identified? How was the leak addressed? Was the patient reoperated? If so, what was done in the reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? Please describe. Was any tissue ischemia observed? What is the current status of the patient? Dr. Refused to share more information about the patient.

Event description:
It was reported that following a hemicolectomy procedure, there was an anastomotic leak after 11 days from surgery.